Event description:
Meter name: one touch profile, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown. Symptoms: per facility notes, "blurred vision, shakes, sweats and all else that goes with high bg". A patient reported they were seen in ER and hospitalized for six days. Their meter allegedly had missing segments. The result on their meter was unknown. Per facility notes, patient could not remember if it gave numeric reading or the word "hi". Patient did not retest. The results from the ER were "in the 600's, per facility. The time difference between patient's meter and ER was unknown. Treatment was "insulin" per facility notes. Unable to reach patient to obtain information. Per facility notes, patient received the one touch profile urgent letter while in the hospital. No further information has been reported.